Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Exemption number: e2014012 . Manufacturing site evaluation: · stock review: checked the stock verified that to date we do not have available units of this product code and lot in reference. · quantity produced / imported: this product code and batch number produced (B)(4) units in total. · distributed quantity: all the units manufactured were distributed to (B)(6). · background: the database of the complaints was reviewed and it was evidenced that to date there has been no report related to this product code and lot number. · batch record: the batch manufacturing record was reviewed and it was evidenced that the product had a normal process and the results obtained during the process, complied with the OEM requirements. Results for batch release: the results obtained for the release of the batch, in relation to the tensile strength at the knots for batch release, meet the requirements of the usp. Results: average = 0.93 kgf. -maximum = 1.16 kgf. -minimum = 0.65 kgf. (Usp requirements: average 0.77 kgf). Analysis of sample (s): the samples received were visually checked, 2 were in their original unopened, unused package and the other sample used was only a 10 cm portion; the closed units were taken to perform a test of resistance to tension in the knot: result: average: 1.02 kgf, maximum: 1.14 kgf, minimum: 0.90 kgf (usp requirement: 0.77 kgf). In the portion of thread of 10cm, a clean cut is evident, with cutting element like scissors. Also a knotting test was performed starting with a double and a sequence of up to 8 knots, without breaking the thread. Conclusions: based on the analysis performed on the samples received the claim is determined not confirmed, because the analyses complied with the usp and the OEM requirements for this suture.

Event description:
(B)(6). It was reported that the suture was frayed and the stitches were loose.